Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Same case as: 2134265-2009-03849. It was reported that 19 months after a coronary drug eluting stenting treatment procedure, in-stent restenosis occurred. The pt presented with acute coronary syndrome. The lesion was located in a totally occluded mid left circumflex. Attempted to cross the lesion with a 0.014 non bsc wire, but could not cross due to the acute angulation of the take off of the circumflex. After the addition of a second guidewire and a 2.0 x 12 mm non bsc balloon, the devices were able to cross the lesion. The lesion was pre-dilated 4 times to a maximum of 10 atms. At this point, there was noticeable lumen with multiple areas of dissection and a very small hemodynamically stable perforation of the artery with a small degree of dye extraversion. The mid to distal portion of the left circumflex artery was stented with a 2.5 x 24 mm taxus drug eluting stent at 12 atm's for 90 seconds to seal off the perforation. This area of the vessel was now patent, although a dissection remained distal to the stent extending into a distal obtuse marginal branch. A 2.5 x 24 mm taxus drug eluting stent was deployed at 16 atms in the more proximal portion of the circumflex lesion with minimal overlap between the two stents. The dissection, distal to the first stent was stented with a 2.0 x 12 mm non bsc stent at 9 atm's. Angiography showed a widely patent vessel, with no residual stenosis, no evidence of dissection, and timi 3 grade flow throughout. It was noted that an unk stent in the right coronary artery contained 25% in-stent restenosis, but did not require intervention. Nineteen months later, the pt presented with unstable angina and nausea. It was noted that there was in-stent restenosis in the distal left circumflex with a subtotal occlusion, 99% stenosis and timi grade ii flow. In-stent restenosis in the right coronary artery of a non bsc stent was treated, while the taxus stents in the circumflex were left untreated. The procedure was completed with the placement of a 2.5 x 23 mm non bsc stent in the right coronary artery, and the pt had no injuries or complications. Of note, the pt reported missing his plavix, but not for "extended periods".